Event description:
The surgeon reported that during phacofragmentation with the fragmatome handpiece, the patient received a significant scleral burn. The extrusion line was not blocked. The scleral opening was about 1.5mm in diameter and had brown eschar around it. The wound was closed with multiple sutures. The surgeon noted low intraocular pressure the first day post operatively with minimal wound leakage. The surgeon stated the patient has healed well since then. Additional information received, stated the patient had a posterior capsule tear during cataract surgery. The patient was referred to this surgeon to remove the lens fragments with the fragmatome handpiece.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends show that the frequency reported is within known levels for this event.